Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was showing stand alone mode. The site reseated the umbilical cable which did not resolve the issue. The imaging system was aborted after a five minute delay. There was no reported impact to the patient. Additional information was received. It was reported that after imaging was aborted, the procedure was completed with the use of a c-arm.